Event description:
It was reported that the implantable neurostimulator recharger (insr) was displaying a ¿call your doctor¿ icon. It was noted that the patient had been implanted for pain on the ulnar nerve and it had quit working on (B)(6) 2014. That night the patient had wanted to use the insr to turn the therapy on but was unable to. A warning power on reset (por) screen was seen. It was noted that the implantable neurostimulator (ins) was pretty much fully charged. It was finally mentioned that the ins was fully charged, the therapy was off, and he was not able to turn on the therapy. It was later reported that the error code was unknown. It was stated that the stimulation stopped working. The por had been seen with both the patient programmer (pp) and the insr. The por was cleared and stimulation was working well. The ins had ¾ charge. Follow-up found that the patient no longer had concerns with the device or therapy after meeting with the manufacturer representative and having the por cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v265849, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v378290, implanted: (B)(6) 2010, product type: lead. (B)(4).